Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22881. It was reported that the atrial lead exhibited high pacing impedance and fracture and the right ventricle lead exhibited insulation damage and intermittent noise. The atrial lead and right ventricle lead were both explanted and replaced. Patient was stable.